Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump initially delivered intrathecal lioresal 500 mcg/ml which had been increased to 2000 mcg/ml. Following the catheter revision, the pump again contained 500 mcg/ml. The indication for pump use was spasticity due to multiple sclerosis. The patient first mentioned no response to the therapy a few weeks after device implant. The catheter revision took place on (B)(6) 2016. The pump pocket was opened and the pump connector was nicely connected to the pump. There was no backflow of liquid and aspiration was not possible; however, the catheter could be flushed easily with saline. Therefore, a dye test of the catheter was performed which revealed no leakage, but by use of x-ray control it was obviously possible that the tip of the catheter may have been in the epidural space. No disconnection of the catheter was confirmed. Misplacement of the catheter (epidural space instead of intrathecal space) was assumed by the doctor to be the cause of the event, but this could not be 100% verified. A new catheter was implanted. Following the revision, the patient was fine and therapy was effective. There would be no return of product.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen therapy via an implantable pump. The patient's medical history was multiple sclerosis. The patient showed no response to baclofen therapy, the dose was increased but there was no effect. A catheter contrast and x-ray was performed on this report date. They were able to aspirate clear fluid from the device pocket, however, no contrast was seen in the intrathecal space, no catheter was visible. Catheter disconnection was questioned. The pump was filled with 0.9% sodium chloride (saline) and set to minimal flow. Surgical intervention did not occur and had not been scheduled but was planned; a revision surgery was planned to be done in the coming weeks. At the time of this report, the issue was not resolved and the patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.